Event description:
A consumer reported that the patient had surgery two weeks prior to the report to move the implantable neurostimulator (ins) to another spot. It was unclear if a new ins was implanted or if the current ins was moved. It was asked if anything was wrong with the previous device and the consumer was difficult to understand as they continued to say nothing was wrong with the current or previous ins. The ins was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.